Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Per the photo attached, confirmation of a fracture is visible. A medical investigation was conducted and confirms this case reports the side of the alignment arm broke/cracked during use outside of the patient. Per email correspondence, the device was not necessary to complete the procedure. The surgery was completed without patient injury or delay. Since no patient harm is alleged, no further medical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the side of the alignment arm broke while in use. The item was not necessary to complete the surgery. A back up device was available. No surgical delay or injury to the patient was reported. Nothing fell into the patient and all the pieces were recovered.